Manufacturer narrative:
Evaluation summary: this product may have exceeded useful life. Normal wear was found on the instrument. Based on the available information, a definitive root cause cannot be ascertained at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the instrument broke during impaction.